Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use a resolute onyx rx drug eluting stent.during elective pci the onyx 2.5mm/34mm stent would not pass through proximal part of the calcific section of coronary lesion despite prior ballooning.the stent caught on the calcified endothelium and therefore displaced off the wire un-inflated and could not be retrieved. Patient suffered proximal lad dissection and vessel closure causing st elevation and hypotension. An attempt was made to reinstate flow to lad but patient condition deteriorated. Contacted tertiary centre and patient transferred for intervention. Patient is in a critical condition.

Manufacturer narrative:
Add'l info: an attempt was made to use a resolute onyx rx drug eluting stent to treat a very calcified lesion. The dissection was caused by the stent dislodgement. Vessel closure occurred causing st elevation and hypotension. The patient also suffered a vsd. The dislodged stent was not found. Contacted tertiary centre and patient transferred for intervention due to the vsd. It was reported that the patient expired. Death date valid for month and year. If information is provided in the future, a supplemental report will be issued.